Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power enclosure board was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect power enclosure board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a collimator initialization error. It was reported that after a restart restored functionality. The imaging system was restarted 5 times without replication of the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power conversion enclosure, gantry motion control box, and rotor motion control box were returned to the manufacturer for analysis. They were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.